Manufacturer narrative:
(B)(4). Batch # p56f1p. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported that during a gastric procedure, the most excision of open ulceration of gastric ulcer, after fired, found no staple. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p56f1p. Device evaluation: the analysis results showed that the tlh30 device arrived with no apparent damage with a reload loaded on the device. The reload was returned void of staples.the device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Performed by (B)(6).